Manufacturer narrative:
The t:slim x2 g5 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump gave the customer a 10 unit bolus when the customer typed in 10 grams of carbohydrates. Reportedly, the carbohydrate setting was "off" and the customer was actually typing in 10 units of insulin in the bolus screen. Tandem's technical support assisted the customer with turning the carbohydrate setting to "on". There was no reported impact to the customer's blood glucose level.